Event description:
It has been reported to philips that the geometry movements were only partly available. The customer tried reseating the connections of geometry module and release all joysticks positions and keys without resolve. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log files and confirmed the geometry module was faulty. The fse replaced the geometry module and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement partly available. The log file review showed geometry ui module malfunction and geo pc. Fse found that enable movement (enmv) is activated during system startup. Fse tried to reseat all the connections of geo module and released all joysticks positions and keys, but still problem was persisted. To resolve the issue, fse replaced the geo module, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.